Event description:
The customer reported to philips healthcare that the battery was low when in use with the heartstart mrx. There was no reported patient impact.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.